Manufacturer narrative:
This report is submitted on april 16, 2020.

Event description:
Per the clinic, the patient experienced oozing of clear liquid and blood from the abutment site which was treated with a topical antibiotic.